Event description:
A physician reported a pt was orginallly skin tested on 14 april 1998 on the right forearm and then reskin tested on 13 may 1998 on the left forearm. On 9 june 1998, the pt was examined by the physician who noted both forearm test sites were red, swollen, firm, and "itchy" the exact date of symptom onset was unk. The physician prescribed topical ultravate for the symptoms. On 26 june 1998, the pt presented with the same symptoms at the test sites, and the physician again prescribed topical ultravate. The physician believed the symptoms were related to hypersenitiviey. The pt was examined in f/u on 15 july 1998 with continued symptoms and the physician injected both test sites with intralesional kenalog. The physician believed the symptoms were related to hypersenitivity. The pt has not been examined since 15 july 1998 and no further medical or surgical intervention was planned.